Event description:
It was reported to st. Jude medical that the device was explanted when it could not be interrogated. The device was not pacing with the programmed base rate. A possible inadequate shock was delivered before the day of the event.